Event description:
It was reported that during a device replacement procedure, the insulation on a portion of the right ventricular (rv) lead was cut. The pace/sense portion of the lead was capped and replaced. The high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID c154dwk ICD, implanted: (B)(6) 2009; product ID: 5071-35 lead, implanted: (B)(6) 2004. (B)(4).